Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during surgery, while drilling bone, the drill bit broke. This caused little or no inconvenience to the procedure, except for the time it took about thirty seconds to recover the broken fragment. This complaint is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the broken drill bit were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The investigation of the drill bit has shown that the tip is broken off and also twisted. We are not able to determine the exact cause which has lead to the breakage. We can only assume according to the visual damages on the shaft itself that the drill bit got stuck and the lateral force may have resulted in the breakage and twisted tip. The broken surface itself is homogenous which indicates material conformity as well. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.